Manufacturer narrative:
The joint remains implanted, therefore no product will be returned to the manufacturer for evaluation. The warnings in the package insert state "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 1032347-2015-00368.

Event description:
Through the tmj clinical study the patient reported extreme pain before the joint was implanted. She indicates the pain is now worse to the same as before the joint was implanted. When asked if she sought treatment, she reports undergoing pain management once a month and receiving 30-60 mg of morphine, in addition she reports multiple steroid injections. She also states she has trigeminal nerve damage. The allegations have not been confirmed by the surgeon's office and no medical records have been provided at this time.